Event description:
Clinician contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a hardware failure. At the time of contact, clinician was advised to reset the device which was unsuccessful for the reported issue.at the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4).